Event description:
Boston scientific received information that this atrial lead was partially abandoned due to high thresholds. It was noted that during attempts to extract the lead, the top portion of the lead fell apart. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.